Event description:
It was reported that the pump broke inside of the patient and when it broke her pain was ¿going nuts.¿ the reporter did not know when this occurred, but that the pump was implanted in 2000 and she had the pump for 2-3 years. Additional information received reported that there was no event; that the ¿patient called to find the date of when the pump was implanted and talked about what happened in the past.¿ the pump system was being used to infuse marcaine (bupivacaine), and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039963r, implanted: (B)(6) 2000, product type: catheter. (B)(4).